Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 470 mg/dl at the time of incident and current blood glucose level was 261 mg/dl. The customer¿s other blood glucose level was 202 mg/dl, 440 mg/dl and 212 mg/dl. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer was treated with insulin pen. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer alleging possible insulin pump was under delivery. Customer wishes to check for the presence of leaks or air bubbles in the tubing or reservoir. Customer was performed displacement test and the test result was passed. Customer assisted with performing the high pressure test and the test result was passed. Customer wishes to continue insulin pump troubleshooting. Customer was declined to troubleshoot for bent cannula. The insulin pump and reservoir will not be returned for analysis.